Manufacturer narrative:
Product event summary: additional testing was performed. The no output and no telemetry were the results of a depleted power supply. Both hybrid and battery analysis were normal.

Event description:
It was reported that the patient presented to the emergency room (ER) with dizziness and was found to have complete heart block. It was also reported that the device could not be interrogated, had no magnet response and was not pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.